Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellamap orion high resolution mapping catheter was selected for use. It was reported that the packaging arrived damaged and was opened, therefore, was not used. The procedure was completed successfully without patient complications. The device will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual inspection of the device revealed has the pouch damaged, but the sealing was not compromised. It was also noted that the device was found kinked. Confirming the reported complaint.

Event description:
The intellamap orion high resolution mapping catheter was selected for use. It was reported that the packaging arrived damaged and was opened, therefore, was not used. The procedure was completed successfully without patient complications. The device will be returned for analysis.